Event description:
The customer, a biomed, contacted physio-control to report that the only button on their device that would respond was the on button. As a result, the device would not charge or provide defibrillation therapy when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control provided the customer, a biomed, with technical troubleshooting assistance and the part number of the part needed for repair. It was later confirmed by the biomed that he replaced the system pcb to interface pcb cable and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.